Event description:
Information received by medtronic indicated that the customer had hyperglycemia and was treated with insulin pump. Customer also had crack on the middle of the transmitter. Blood glucose value at the time of event was 531 mg/dl. It was unknown whether the minimed 670g/770g/780g system with the auto mode/smartguard feature was active at time of high blood glucose event. It was unknown whether the customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed; however, the transmitter will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.